Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient had a secondary intervention in canada approximately one year ago; however, there are no details available regarding this intervention. Approximately five weeks ago, the patient presented emergently and the stent graft was found to have migrated. It is unknown if there was also a type I endoleak. Details on this event are not available. The physician attempted to fix the ruptured aneurysm with another manufacturer's stent graft; however, the patient died in ICU that day. No further details have been provided.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration, aneurysm rupture); lack of information (unknown cause of stent graft migration). Conclusion: lack of information (unknown cause of stent graft migration).